Event description:
It was reported to boston scientific corporation that a radial jaw 4 biopsy forceps device was used during a biopsy procedure performed on (B)(6) 2011. According to the complainant, after a biopsy was obtained, the physician attempted to withdraw the device from the scope, however the forceps were unable to be removed. The procedure was not completed due to this event. Additionally, it was reported that the condition of the forceps is unknown, however it was noted that there is a probability of a bend. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
A visual examination of the returned device found that the clevis arms were bent and two slight kinks were found along the shaft. No abnormalities were noted with the device riveting and welding which were within specification. Functionally, the device was not tested due to the return condition. The condition of the returned incident device was consistent with the complaint that the forceps was bent. However, no bend was identified with the jaws. The evaluation found that clevis arms were bent and the shaft was kinked. This damage likely occurred due to anatomical/procedural factors which affected the device integrity and limited its performance. Therefore, the most probable root cause is operational context.

Event description:
It was reported to boston scientific corporation that a radial jaw 4 biopsy forceps device was used during a biopsy procedure performed on (B)(6), 2011. According to the complainant, after a biopsy was obtained, the physician attempted to withdraw the device from the scope, however the forceps were unable to be removed. The procedure was not completed due to this event. Additionally, it was reported that the condition of the forceps is unknown, however it was noted that there is a probability of a bend. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The patient ID, age, gender and weight are unknown. It was reported that the patient was (B)(6). (B)(4). The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4).